Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device unexpectedly powering off was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was an integrated circuit (ic), designator u211x on the control board.

Event description:
It was reported to ventec that the device would unexpectedly, and intermittently, shut down by itself. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch 002: section h6, component code, of supplemental medwatch 001 stated: 472 (integrated circuit). Section h6, component code, of supplemental medwatch 001 should have stated: 427 (circuit board). Section h10, additional manufacturer narrative, of supplemental medwatch 001, stated: h6: the device was evaluated by ventec where the reported issue of the device unexpectedly powering off was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was an integrated circuit (ic), designator u211x on the control board. Section h10, additional manufacturer narrative, of supplemental medwatch 001, should have stated: h6: the device was evaluated by ventec where the reported issue of the device unexpectedly powering off was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board. New / additional information for supplemental medwatch 02: h6: the removed control board was further evaluated by ventec. Ventec determined that the root cause of the reported issue was a diode, designator d210x.